Manufacturer narrative:
(B)(4): conclusions: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a venous port-a-cath insertion procedure and topical skin adhesive was applied. The pt experienced itching on (B)(6) 2011, then returned to the clinic four days later, where the dermabond was removed and steri strips were put in place. The pt also experienced erythema with small vesicles in the same area that the topical skin adhesive contacted the skin. The pt was treated with oral dicloxacillin. The pt is now fine.